Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the anterior cuff was still loaded on the foot and the link was still attached to the cuff. The plunger was returned and the anterior needle appeared normal. There was no needle strike mark on the anterior foot. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported incident. During the investigation, the plunger was re-inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. However, it was reported that a proglide device was used for arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Whether calcification of the femoral artery contributed to the event is unknown. Each component is inspected during manufacturing and each finished good lot is inspected by sampling plan. There was no manufacturing or quality deficiency detected that could have contributed to the reported incident. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no similar incidents within this lot for the anterior cuff miss and link pulled failure modes.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional coronary procedure. Reportedly, difficulty was felt inserting the device through very scarred tissue using a 5f sheath. When the needles were pulled out from the device, there were no sutures attached. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.